Manufacturer narrative:
The lead was returned due to infection. As received, only the distal end of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with those occurring at the time of procedure. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The cause of the reported infection could not be conclusively determined.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital for a system explant due to sepsis and a suspected lead infection. The leads and device were explanted. The patient received an external pacemaker until the pacemaker and two leads were replaced on (B)(6) 2018. During explant, it was observed that both leads were tied together on the insulation and the suture sleeves were fixed near the header of the pacemaker instead of near the vein access. The patient was stable. Related manufacturer reference numbers: 2017865-2018-03500, 2017865-2018-04655.